Event description:
The MFR received info alleging a ventilator¿s power supply was defective. There was no pt harm or injury reported. The device has yet to be received by the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR¿s investigation is complete.